Manufacturer narrative:
The testosterone reagent lot number is 872064 and the shbg reagent lot number is 911863. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii and elecsys shbg assay results for a patient sample tested on the cobas e 801 analytical unit. Testosterone: the initial result was 358 ng/dl. A new sample was collected on(B)(6) 2026 and the result was 17.5 ng/dl. The original sample was repeated on (B)(6) 2026 and the results were 40.9 ng/dl and 41.9 ng/dl. The new sample was repeated on (B)(6) 2026 and the result was 18.9 ng/dl. Shbg: the initial result was 23.6 nmol/l. A new sample was collected on (B)(6) 2026 and the result was 74.7 nmol/l. The original sample was repeated on (B)(6) 2026 and the results were 66.3 nmol/l and 64.8 nmol/l. The new sample was repeated on (B)(6) 2026 and the result was 77.3 nmol/l.